Event description:
It was reported that the customer's insulin pump had a loose drive support cap. The customer received an error while priming his/her insulin pump. His/her blood glucose level was 215 mg/dl. The customer was advised to revert to a backup plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.